Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date, has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy, the device jaws became locked. The device was removed with no tissue damage. The surgeon opened another instrument and completed the procedure with no further difficulties. There was no pt injury. The device was reported as having an exposed knife.